Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that over the course of several months, the battery voltage on the pacemaker has read low and fluctuates. The pacemaker remains in use. No patient complications were reported as a result of this event. The pacemaker was later removed and replaced.

Event description:
It was reported that over the course of several months the battery voltage on the pacemaker has read low and fluctuates. The pacemaker remains in use. No patient complications were reported as a result of this event.